Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an allergic reaction to the adhesive causing redness, itching, and irritation while wearing the pod. Symptoms began 1 day into usage. The patient visited their physician and was prescribed a nasal spray and hydrocortisone cream.